Event description:
It was reported that during a device changeout, the physician experienced difficulty engaging the wrench into setscrew and the setscrew into the threaded bore of the new device. The physician was able to visualize that the setscrew was "tipped." The physician was also unable to get the setscrew re-engaged into the threaded bore and the setscrew was discovered to be attached to the tip of wrench when the wrench was withdrawn. Neither the physician or assistant had unscrewed the setscrew prior to attempting to screw it. It was suspected that the setscrew may have become dislocated in transit. The device was attempted but not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-58 lead, (B)(6) 1996; 4524-53 lead, (B)(6) 1996. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A loose/detached set screw was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.